Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 499-601 mg/dl. Customer declined tandem technical support's offer to perform a pump system check. No additional information was provided.